Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated; the issue was reported by the customer, but they did not require an evaluation as no product malfunction/defect is alleged. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported it was difficult to perform x-rays with the mattress. There was patient involvement, however there were no consequences or impacts to the patient.